Manufacturer narrative:
(B)(4).

Event description:
Although the trial stimulation was ok, the patient experienced unwanted stimulation with the permanent implant. He felt overstimulation. He would set the stimulation intensity to where he could barely feel it, but when he stood up, he would feel a surge in his leg. The patient's back was the stimulation target. When he turned certain ways, he felt uncomfortable sensation in his testicles, inner thigh, back of legs, and ankles. The neurostimulator was implanted in his right buttock and felt like something very sharp was in the device pocket. The patient experienced nausea, dizziness, and headaches since implant of the implantable neurostimulator. The patient was in close contact with his hcp. The device was reprogrammed several times. The stimulation during reprogramming was painful. The implantable neurostimulator system was explanted. The patient was doing fine afterward. The surgical wound looked good.